Event description:
It was reported that the patient had a back surgery performed on (B)(6)-2011 and the surgeon had to cut the wire to the stimulation. The patient was wearing an abdominal binder and whenever the binder was on the patient felt a short pain. Without the binder there was no pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 3550-09, lot# l87510, implanted: 2001-(B)(6), explanted: na, programmer model 7435, serial# (B)(4), lead model 3587a, lot# l45899: 1998-(B)(6), explanted: na, extension model 7495-25, serial# (B)(4), implanted: 1997-(B)(6), explanted: na.